Event description:
The customer reported a ventilator that stopped working. The incident occurred during safety checks, while performing the battery and power switch test. Dc voltage only shows 2.3 vdc. The power supply was the original the vent shipped with.

Manufacturer narrative:
(B)(4). As a correction, the customer will order the new power supply, and install it themselves.